Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl, with small ketones. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer required assistance giving a manual injection to address bg level. Customer acknowledged that control iq feature was functioning as intended at time of event due to customer suspending insulin delivery. Customer continued to use the pump for insulin therapy.